Event description:
It was reported that a spectrum pump alarmed system error 105 during preventative maintenance testing. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the system error 105 at power-up of the device, bu to could not reproduce it. Evaluation determined the caused to be severed motor mount screws. The motor assembly was replaced to correct this condition.